Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product : 4524-53 lead implanted (B)(6) 2001.

Event description:
It was reported that the lead triggered a lead warning in the bipolar pacing configuration about 13 months earlier and diagnostic data showed "59% unsuccessful paces" since that time. It was also reported that the patient has a "loose pocket" which allows the device to "stand upright" when the patient is laying down. Because of the device issue, the clinician was hesitant to change the pacing configuration to unipolar, but it will be tested and possibly reprogrammed if the sensing and pacing are appropriate. The lead and device remains in use. No patient complications have been reported as a result of this event.